Event description:
It was reported stating that during a breast biopsy, his customer was receiving the l3-017, l3-020 and l3-0007. They changed probes and were able to retrieve the calcifications, but continued to receive error codes intermittently. The case was completed using the st holster and control module.

Manufacturer narrative:
Info anticpated, but unavailable at this time.